Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pace impedance measurements of greater than 2,000 ohms. This crt-d lead remains in service. No adverse patient effects were reported.